Event description:
Information was received via the patient that the they have been experiencing severe pain and are restricted due to the severity of the pain. The patient is barely able to pick up an object from floor level or endure sitting for long periods of time and walking hurts as the pain is constant. Additionally, they reported that they have occasionally taken pain medication which eased the sharpness but not enough nor long enough. The patient has to push themselves up using their arms when standing up and has trouble driving. At times their knee will try to buckle and they have a lot of swelling in the lower leg. Once the bone healed the pain reportedly got worse. The nail remains implanted at this time. A revision is planned for an unknown date. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.